Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision; asr hip resurfacing left; reason(s) for revision: trauma. Update received (B)(4) 2013. Patient details and form 57 added. Additional hospital, additional reasons for revision added. Reason(s) for revision: trauma, alval / soft tissue reaction, femoral neck fracture on resurfacing (beyond 3 months).

Event description:
Asr revision; asr hip resurfacing left; reason(s) for revision: trauma. Update received (B)(4) 2013. Additional hospital, additional reasons for revision added. Reason(s) for revision: trauma, alval / soft tissue reaction, femoral neck fracture on resurfacing (beyond 3 months). Update received (B)(4) 2014. Patient demographics received. Patient details: height and weight added. X-rays attached. New fields added.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr hip resurfacing left. Reason(s) for revision: trauma. Update received 31st october, 2013. Patient details and form 57 added. Additional hospital, additional reasons for revision added. Reason(s) for revision: trauma, alval / soft tissue reaction, femoral neck fracture on resurfacing (beyond 3 months). Update received 13th march 2014. Patient demographics received. Patient details: height and weight added. X-rays attached. New fields added.